Event description:
The customer stated that he performed 2 control tests and received results of 227 and 228 mg/dl. The normal control range was 94-130 mg/dl. The customer did not allege any adverse events. No product will be returned for evaluation, as the customer disposed of the test strips and control solution.